Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing a firm and painful left breast with capsular contracture. A medical professional followed-up and reported she was diagnosed with left breast baker grade iii capsular contracture. As a result, the patient was scheduled for breast implant removal on (B)(6) 2025.

Manufacturer narrative:
On june 04, 2025, mentor was provided with a corrected date of implantation: date of implantation: (B)(6) 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 09, 2025, mentor was provided with an updated explantation date of (B)(6) 2025. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 27, 2025, mentor was notified that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Additionally, the patient underwent bilateral exchange with allergan implants during the revision surgery. Manufacturer¿s reference number: (B)(4).